Manufacturer narrative:
Concomitant medical product: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having problems with their stimulator; it didn¿t seem to be working as they couldn¿t get to the toilet in time. It was noted that the implant was for both their bladder and bowel. The patient hadn¿t talked to their healthcare professional (hcp) in a long time. They tried increasing stimulation on the day of the report to 1.9 volts (v), but wasn¿t sure if that was going to resolve the issue. When they did this, they felt the shock, noting it was the vibration and it was kicking them. It was noted that the patient, initially, had trouble communicating and wasn¿t able to communicate without the antenna attached. The stimulation was on and the patient moved it to program 2 at 1.6 v, where it was a little uncomfortable. They also experienced kind of a shock when they first switched programs. The return of symptoms was noted to have occurred a couple of months prior to the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.